Event description:
It was reported, the patient's battery was depleted and it was replaced. It was also reported, the healthcare provider believed the battery had normal depletion. During the battery replacement fluoroscopy was used and it was noted one of the leads, which was not used in the patient's programming, had migrated down into the battery pocket. It was reported the patient had been receiving adequate therapy prior to the replacement so the lead was removed and not replaced. Following the replacement, it was reported the patient was "doing well" and receiving adequate therapy.

Manufacturer narrative:
Product ID: 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type lead product ID: 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID: 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).